Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user had an issue with drawer 8, which would not open. The customer stated that a sound could be heard as if the drawer was attempting to open, but it did not fully release. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer would not open. The field service engineer (fse) removed a medication jam and replaced the latch on door 8. The system was tested with the customer service center, and the customer verified that the drawer opened successfully. The system functioned as intended after the field service engineer repaired the device.